Event description:
Customer reported that a pyxis medstation es system was not able to be powered on. A field service engineer reported finding thermal damage to the device's communication cable. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system was not able to be powered on. A field service engineer reported finding thermal damage to the device's communication cable. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and found evidence of burn damage on the device's communication cable. The field service engineer reported that two intravenous fluid bags were leaking, and liquid was observed at the bottom of drawer 4 panel. The field service engineer replaced the communications cable and latch cable to resolve. Device tested and confirmed operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system went into black screen due to fluid ingress. A field service engineer found a badly burnt internal pyxis bus cable caused by two of the IV bags in door 4 closest to the center column had a slight leak. The field service engineer removed and replaced damaged internal pyxis bus cables, latch cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system screen experienced power failure and rss showed offline. They added that there was no light on the station, but in the fridge. This malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.